Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead was unable to be adequately implanted due to high threshold or impedance. The lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.